Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited right atrial (ra) noise, oversensing, and intermittent impedance measurements of greater than 3000 ohms. It was initially thought the noise had the appearance of minute ventilation/respiratory rate trend signal oversensing. However, it was then noted that the issues were suspected to have been caused by electromagnetic interference (emi) from an outside source. No actions/interventions had been performed. No adverse patient effects were reported. The device remains in service.

Event description:
This report is being filed to provide product investigation results.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation of the available information also determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.